Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced in a separate surgery for a shorter length lens. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of event was reported as unknown.